Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: surgeon was not ensuring that the pin was in place prior to firing; an inservice was done by the rep.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.

Event description:
It was reported that during a colectomy procedure, during the ileostomy closure, they fired it two times and it fired correctly. The surgeon fired the device with the third reload and they did not place the firing pin correctly. When they observed the staple line, it was crooked and the staples were malformed. They used a fourth reload and the device fired correctly. There was no patient consequence reported.